Event description:
During the evaluation of a returned homechoice (hc) device, it was determined that the hc device failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was available for evaluation. A review of the event history log did not reveal anything that could have caused or contributed to the reported issue. The device passed electrical testing, but failed functional testing due to drains and fills exceeding volumetric limits. Volumetric accuracy testing was performed and the device failed. The device passed temperature verification. No leaks were found in the pneumatic system and all pressures were found to be correct and stable. A short simulated therapy was performed with no issues. Inspection revealed the cause of the reported issue was due to the disintegrated piston foam. Should additional relevant information become available, a supplemental report will be submitted.